Manufacturer narrative:
This product will not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial lead required surgical intervention due to a dislodged lead tip. The physician attempted to reposition and secure the lead tip however during the procedure the helix failed to rotate as expected and did not allow for correct lead attachment. For this reason, the lead was removed and replaced with another of the same model type. The explanted lead was discarded and not expected to be returned for analysis. No additional adverse patient effects were reported.